Event description:
It was reported that an apexpro telemetry server (ats) malfunctioned which resulted in a loss of monitoring for three patients. There was no available back-up monitoring and all critical patients had to be transferred to another hospital. The ats was sent to the ge repair depot. The power supply and the central processing unit (cpu) fan were replaced and the device was returned to the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.